Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 had failed and required maintenance. The field service engineer (fse) found that the full height drawer 4 had failed all pockets that were not on the bus. Troubleshooting revealed that the flex cable on the same side was damaged. The cable was replaced and tested. The device was then tested with hardware test application, and pocket functionality was verified with the user, confirming that all pockets were operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4 failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.